Event description:
It was reported that, "fell after he slipped on the ice and fracture around the proximal end of the stem which caused it to come loose."

Manufacturer narrative:
An eval of the device cannot be performed as it was not made available for eval and was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.